Event description:
Procedure type: urological. According to the reporter: during the procedure, cutting became dull. Another device was used to complete the procedure. No unanticipated bleeding occurred. No tissue was damaged. Nothing fell into the pt cavity. There was no harm to the pt. Operative time was not extended.

Manufacturer narrative:
(B)(4).